Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that six days following insertion of a smiths medical portex® sacett¿ suction endotracheal tube the inflation line was reported to be disconnected. Subsequently, ventilation problem occurred and a tracheostomy (trach) tube change out was required. There were no further adverse effects.

Manufacturer narrative:
One endotracheal tube was returned for evaluation. Upon visual inspection, it was observed the inflation line completely detached with residues of solvent only in the tip. The most probable root cause was determined to be insufficient solvent due to inflation line was not correctly inserted in the dispenser. Reported complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
One endotrach was returned for evaluation. Visual inspection of the device found the inflation line completely detached with residues of solvent only in the tip. 32 samples were reviewed during manufacturing process, fit inflation line and pressure decay test. It was noted that no discrepancies or inflation lines detached. Functional testing included a sample from the production floor taken to perform the fit of inflation line operation with less solvent than required by only inserting the tip in the dispenser; then the inflation line was pulled with the hand applying moderated force. As a result, the inflation line was completely detached; the conditions of the returned sample looks similar to the tested sample. This confirms the reported customer complaint. The most probable cause of issue was determined to be insufficient solvent due to inflation line was not correctly inserted in the dispenser, or lack of detection by production personnel who performs the fit of inflation line to tube.